Event description:
The customer contacted philips and requested to inspect the logs, which showed operations using the battery and the connection/disconnection of the power cord, dated from 2020/11/6 until 11/30. Since the remaining time of the battery had been only 30 minutes after the use of the device during the period (2020/11/6-11/30), the ce has requested us to identify whether the phenomenon had been caused by the deterioration of the battery or by human errors, i.e., forgetting to plug in the cord. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was being checked by a medical engineer of the hospital when the issue was noted. An international service technician evaluated the device, but no abnormality was confirmed. The service technician replaced the battery during periodic maintenance and the device passed functionality testing successfully. The device remains at the customer site.